Manufacturer narrative:
Product event summary: analysis could not confirm the reported screen/stylus issue. However, flex tape was found worn. Analysis could not confirm the reported programmer shut down issue; the programmer passed incoming functional test and bench test. Analysis confirmed the upper case was cracked in the keyboard area and the power cord bay assembly latches were broken. Analysis also found the upper hinge plate was cracked and the keyboard hinges were broken.

Event description:
It was reported that the programmer was sent back for repair of the cracked handle and the back panel where the power cord is. It is also reported that the pen/screen requires a very hard touch to make the mouse move. Additionally, the programmer has shut off suddenly a couple of times. No patient complications have been reported as a result of this event.